Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was confused and had poor vision and accidentally turned the device off. The lack of therapy was resolved and the patient was doing okay. It was noted that the patient had eye surgery with no allegation that this was device related.

Event description:
The family member later stated that she was really frustrated because the patient has not had any therapeutic relief or relief. The family member reported that the patient sees a nurse practitioner but has not been to the doctor that put the device in since she first got it. The family member reported that the nurse practitioner told the patient that there wasn't much they could do since the patient had not been compliant with staying on the program they tell her to stay on. The np recommended staying on programs for at least 2 weeks. The patient had been switching back and forth between programs. The patient did not stay on the program for a long time because none of them are very good. The patient would go on program 1 and stay on it for 2 weeks and then would switch because after a week, she was miserable on the program. The patient had been on the program longer than 2 weeks before and hadn't had any relief. The patient can't leave the house or do normal activities anymore. The family member stated that the patient complains every day and confirmed that the patient had not had a 50% or greater reduction in symptoms. The family member didn't know what to do for the patient. The family member would make an appointment with the doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0umnz, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that they experienced a loss of therapy. She felt like "she needs to go." The patient went to the doctor the day prior to this report because it did not seem to be working. He made a programming change and she felt like she needed to go to the bathroom. The patient's neighbor arrived and helped to check the setting and to discuss and learn about programmer use. The consumer said they had called previously and someone had helped them increase stimulation from 0.9 to 1.3 then down to 1.1. The patient programmer showed p 1 at 1.2.p 2 at 1.5, p 3 at 1.3. She was currently on p4 at 1.8. The consumer wanted assistance using the programmer. While working with the programmer the consumer reported not feeling stimulation on p 4 at 1.7 but she felt it at 1.8(prickle) and at 1.9 patient wanted it turned down. The patient felt stimulation in the correct area at the time of this report. It was also noted that before the implant the patient woke up once per night and after implant the patient wakes up once per night. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3889-28 lot# va0umnz serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient on (B)(6) 2017. The consumer reported that the patient never had therapeutic effect. No further complications were reported.